Event description:
On (B)(6) 2015, a surgery to replace the stimulator was performed. High impedances and a defect regarding varied impedance values were reported. Measurement of electrode number 3 was in excess of 40,000 ohms prior to replacement. The value reverted to normal after replacement; electrode 3 impedance was within range of 980-1,456 ohms. No particular treatment was performed afterwards. The patient felt uneasy. It was noted that this event might have been a connection problem, however, the high impedance might have been caused by a product-related problem, and thus product analysis was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Device analysis for ins (B)(4) revealed no anomaly found.